Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. Sensor kit expiration date is 31-jan-2023. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation is required at this time as the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message and was unable to obtain readings. As a result, customer experienced "incoherency and debility" and was unable to self-treat, requiring third-party treatment of "medicine to increase sugar levels" by a healthcare professional. There was no report of death or permanent impairment associated with this event.